Event description:
The rn was called to the room by the patient. Patient stated that the IV machine made a "popping" noise and started smoking. When the rn entered the room, the machine was not smoking and all the lights on the screen were flashing and unable to reset of turn machine off. The machine was unplugged from outlet and removed from the patient's room. The machine was dry with no obvious reason for malfunction noted. No injury to the patient occurred. The machine had been in use all day and appeared to be functioning properly prior to this incident. The bio medical department reports that the unit has been sent to alaris for download & analysis.